Event description:
The following description of events obtained from phone call received from perfusionist after the device was repaired and returned. Incoming call perfusionist. Pt undergoing a bypass and device did not oxygenate the pt. Troubleshoot occurred and second blender was brought in and the procedure was completed. Pt is doing fine no complications. Machine used is a heart bypass machine mfg by mckay.

Manufacturer narrative:
Blender proportioning block out of calibration and leaks present at top of flowmeters. The blender would provide only a 21% fractional inspiratory oxygen (fio2) regardless of setting. Blender is past the recommended 2 years overhaul period. Operator's manual recommends that a complete overhaul be performed to ensure proper function and accuracy. No pt info available at this time. Further info will be provided on a f/u once received by medical center.